Event description:
Pt was punctured by the physician at the puncture site. Physician brought the wire guide into the pt and pushed the introducer over the wireguide. At this time, the wire guide broke off. The physician retrieved the introducer and wire guide out of the pt, however, made the decision to leave the fragmented piece of wire within the pt, as another operation to retrieve this out of the pt would be too hard for this man. No surgery is scheduled due to the pt's bad medical condition and age.

Manufacturer narrative:
Still under investigation at this time.